Event description:
Customer reports blackened connector pins on the inform system. Customer states the meter plastic appears to be melted. No adverse event reported. Requested return of suspect device and replacement was sent.